Manufacturer narrative:
H3 other text: customer declined repair.

Event description:
It was reported to philips that the device had an ECG equipment malfunction. Following the initial call, the customer decided to retire the device without a resolution. Philips is unable to rule out that a malfunction did not occur. As an evaluation could not be completed, a cause for the failure could not be determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.